Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the balloon burst. No parts of the balloon were left in the patient.

Event description:
It was reported that the balloon burst. No parts of the balloon were left in the patient.

Manufacturer narrative:
Qn# (B)(4). The batch card(s) for the complaint lot(s) was reviewed and all passed qa inspection. 4 representative samples were returned for analysis. All samples were then carefully removed from the polybag and subjected to visual inspection throughout the entire catheter. No abnormality was found on the catheters. It was reported that "customer reported that "balloon is burst". Attempts to carefully and slowly inflate the balloons with 10ml air were easy and smooth. No resistance nor difficulties felt. The balloons inflated into its required size and shape. When an empty luer tip syringe was inserted into the valve, balloon spontaneously deflated completely into its original state. Another attempt to inflate the balloon with l0ml distilled water resulted in similar result. Balloon was able to be inflated and deflated without any problem encountered. Based on the complaint statement, it is likely that the balloon had burst. Burst balloon may happen due to several reasons such as being in contact with sharp object during use i.e. , contact with clamper, kidney dish/tray, overinflating or contact with contradict lubricants such as oil based antiseptic phenols or their derivatives, grease, petroleum jelly , petroleum spirit, paraffin or other relative's compounds. Balloon could also burst as a result of balloon had come in contact with bladder or kidney stone during use for patient with bladder or kidney stone history. Based on literature review, salty like sediment could also possibly lead to balloon tear. Refer to figure 1 below adopted from an article from robinson I (2003): deflation of a catheter balloon, nursing standard which stated that encrustation stick on the catheter balloon may be break into small particles and scratch the catheter surface and patient urethra resulting into bleeding, scarring or trauma. Also, based on literature by c. Wek, t.p. Fox and g.h. Muir on spiculated bladder calculi: the culprit for repeated catheter failure cited that bladder stones are often more like a hedgehog rather than a smooth pebble in appearance, so it is not hard to imagine how they would burst a catheter balloon. A simulation test was conducted with representative samples from production on the same catheter size and balloon volume. Samples were inflated with 10ml distilled water and soak in water at 37'c for l4 days according to ptm-028 (functional test for foley catheters). Samples were removed from soaking after 14 days and check for any leakage or burst. No issue was observed (refer figure 2). Balloons are still inflated to its normal condition and shape. In our current standard operating procedure as per spm-as1-003, the products are subjected to 100% visual inspection and any defective raw balloon will be discarded before sent to the next process. Upon completion of assembly process, the finished catheter will be again subjected to 7oo% balloon inspection and 20 minutes leak test (spma52- 004). Catheter with defective balloon will be culled out during this process. Based on the investigation conducted, the occurrence of balloon burst as per the complaint statement could not be replicated. In our normal practice, all catheter with balloon are 100% are inspected for such failure. Product found with defect shall be culled out from the batch. Therefore, this complaint is not confirmed.